Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was to undergo a revision, but no specific reason for the revision has been provided at this time. At this time, there is no record the revision has taken place. This device remains in service. No adverse patient effects were reported.additional information from the field indicates the electrode had migrated and this caused discomfort and bruising for the patient. The electrode was then revised and repositioned. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was to undergo a revision, but no specific reason for the revision has been provided at this time. At this time, there is no record the revision has taken place. This device remains in service. No adverse patient effects were reported.